Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that following an ablation procedure, the user witnessed blue pixels. It was noted that the user was firing at 100% and 128% when the blue pixels were witnessed. The user did not lower the power. The user did, however, release the foot pedal which helps dissipate the blue pixels. It was noted that the user performed a biopsy prior to the ablation procedure and flushed with a saline/thrombin solution. There were no patient complications reported in relation to this event.